Event description:
It was reported that the customer was hospitalized for dka. Prior to the event, the customer had hbgs and slurred speech. The programming and histories were accurate. It was indicated that the event happened about two weeks ago prior to calling the helpline. In addition, the customer said that the pump is working fine. It was conveyed that an alarm occurred. The customer was assisted with the alarm and why it occurred. Troubleshooting was done and the pump was fine.